Event description:
It was reported that "both cut button and coagulation button did not return to the original position after they were pressed down."

Manufacturer narrative:
The actual complaint device is currently being returned to conmed for evaluation. Once the investigation of the returned sample has been completed a supplemental report will be filed.